Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to sense, no capture and no impedance measurement available. It was also noted that the negative current of injury was seen. The lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to sense and no impedance measurement available. It was also noted that the negative current of injury was seen. The lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to sense, failure to capture and no lead impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.